Event description:
Spoke with pdrn (B)(6) on 06/02/2026 at 11:17 am cdt at +(B)(6). To obtain additional information on whether the patient treatment was completed, sample availability, if adverse effects were experienced, and if medical intervention was required. The pdrn confirms that the patient was able to complete treatment on the reported day (B)(6) (B)(4) via manual exchanges and completed treatment on the following day (B)(6) (B)(4). Regarding the replacement from (B)(4), pdrn mentioned it was received and the old cycler picked up. Regarding the touch screen from (B)(4), they confirmed screen was calibrated and did not experience any other issue or burning smell. Additionally, when asked about patient status, the pdrn mentioned the following information: the pdrn mentioned the patient had a catheter malfunction (no date provided). The pd catheter was replaced and ended up not working properly. The pdrn mentioned the patient had some tests and was diagnosed with peritonitis on (B)(6). The pdrn confirmed the patient was not hospitalized but started being treated with antibiotics. The pdrn mentioned the patient switched modalities from peritoneal dialysis to hemodialysis, hemodialysis catheter placed. The pdrn did not provide further information. Catheter malfunction, pd catheter replacement, peritonitis diagnosis and switch in modalities reported. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly.